Manufacturer narrative:
This device is not available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that there was a contamination issue and the patient developed an infection. Subsequently, this product was explanted. No additional adverse events were reported.